Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed and an assignable cause is unable to be determined.

Event description:
It was reported that after the coil was advanced into the microcatheter, the physician decided to pull back the delivery wire, and the coil detached in the microcatheter. The physician retrieved the coil with the microcatheter together as one unit without clinical consequences to the patient.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that after the coil was advanced into the microcatheter, the physician decided to pull back the delivery wire, and the coil detached in the microcatheter. The physician retrieved the coil with the microcatheter together as one unit without clinical consequences to the patient.